Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Pd-cannula assembly-(separation, break): clinical details mention that the inlet separated from the cannula while impella explant. Since no product was returned, the product could not be inspected for the reported damage. The root cause of the damage to the cannula assembly was not determined due to unreturned product for further investigation and insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 71 year old male presented with chest pain. In the emergency room, he had a cardiac arrest requiring resuscitation. A percutaneous coronary intervention was performed and an impella cp inserted, then the decision was made to escalate the patient to an impella 5.5 on the same day. While pulling out the impella cp during removal, the inlet separated from cannula. Both parts were retrieved and no consequences for the patient emerged. The patient was successfully escalated to an impella 5.5 that could be weaned and removed after an additional 7 days of support.

Manufacturer narrative:
Where did explant occur?: explant was at hackensack in hybrid or was there any resistance noted on explant or implant?: implant: nothing unusual. Explant, there was no preclose put in, they called vascular (usually their protocol) to remove and close. Used sideport and 035 wire to deploy two perclose and close as normal. 035 wire in when bringing out impella, came out without any resistance according to vascular surgeon. But when it came out, they didn¿t see pigtail. Noticed it was protruding from site and hand picked it out. Vascular surgeon said she didn¿t feel anything different (and has explanted pump before). Only difference is that this was her first time doing post close technique and not cut down removal. Tusar thinks pigtail might¿ve gotten stuck on something and she didn¿t realize. If there was resistance, she may have considered it normal due to this being her first time removing percutaneously. Did the pump appear to get caught on any anatomical structures during explant?: tusar is not sure, surgeon said there was no resistance, but tusar thinks it might have been stuck on something. Patient size or notable anatomical challenges?: normal, very easy implant. Other than the pigtail falling off was a pretty easy case. Were there any additional devices present?: no, everything was in neck. What was the patient outcome? Was there a significant adverse event?: patient did good. No adverse events, no hematoma no bleeding. Was this anticipated? Was a complex removal of the device expected?: not anticipated, pretty straightforward. She likely wouldn¿t remember this case specifically.